Manufacturer narrative:
Section d2b procode was updated from grz to gkz. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. Trending review did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity hq processing module for serial number (B)(6) was identified.

Event description:
The customer observed discrepant neutrophil (absolute) results generated on the alinity hq processing module for one patient. The following data was provided: (B)(6) 2024 sid 00417210058 initial result = 0.152 10e3/ul; repeats = (B)(6) and 1.29 10e3/ul there was no impact to patient management reported. Per q-22-01-015, edition 009, falsely elevated and falsely depressed neutrophil (absolute) results with a shift >50% and one values is < or = to 0.5 10e3/ul and the other value is >0.5 10e3/ul is reportable. There was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant neutrophil (absolute) results generated on the alinity hq processing module for one patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 0.152 10e3/ul; repeats = 0.58310e3/ul and 1.29 10e3/ul there was no impact to patient management reported. Per q-22-01-015, edition 009, falsely elevated and falsely depressed neutrophil (absolute) results with a shift >50% and one values is < or = to 0.5 10e3/ul and the other value is >0.5 10e3/ul is reportable. There was no impact to patient management reported.